Event description:
The surgeon inserted a competitor's lens using the msi-pm injector and the lens tore. No pt injury was reported. Add'l info has been requested but none has been forthcoming. If add'l info is rec'd, a supplemental medwatch shall be sent.